Event description:
The complainant stated that the brake will not stay engaged.

Manufacturer narrative:
The technician found that the brake detent was cracked. He replaced the brake detent to repair the bed.